Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecology, the device's needle came off the thread. They use another device to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted no sutures and a needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. Under magnification, instrument marks were observed at the swaged end of the needle and part of the swage was missing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.